Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified first marginal artery that was (B)(4) stenosed. A rotablator was used in the heavily calcified proximal left circumflex artery. A non-abbott guide wire was advanced but could not cross the lesion. A whisper guide wire was advance to be used as a buddy wire but it only crossed to the middle of the lesion. The whisper guide wire was removed and once outside the anatomy it was noted that the tip was kinked 1 cm proximal to the tip ball and the polymer jacket was peeled. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - 323022/1-1. Evaluation summary: visual inspections were performed on the returned device. The reported kink and peeled polymer were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.